Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Please see medwatch report # 3004209178-2013-97746.

Event description:
It was reported that the customer's insulin pump alarmed motor error caused by insulin leaking into the reservoir compartment. The blood glucose reading was 30.7mmol/l. Troubleshooting was performed, and the drive support cap appears to be normal. It was stated that the customer was not able to rewind the insulin pump. It was mentioned that the customer was hospitalized. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch and moisture damage all around case tube in motor assembly area near end cap.